Event description:
Pt was diagnosed with corneal damage and was not given any medication. Follow up attempts to contact the ecp were made, with no reply to date.

Manufacturer narrative:
This is being filed as unconfirmed corneal damage. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusion can be drawn. This is being reported as a corneal ulcer. There is no evidence to suggest the contact lens was the root cause of the pt's symptoms. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.